Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.

Event description:
Caller states the patient tested 2.8 inr on coaguchek system 1 and 3.8 inr on coaguchek system 2 during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.